Manufacturer narrative:
The device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a neuro vascular procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and during catheter manipulations, the catheter tip detached within the patient's common femoral artery. The physician used a vascular snare device to successfully retrieve the catheter tip without any additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.